Manufacturer narrative:
Product complaint (B)(4). This is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare®.active ingredient(s) ¿ triclosan. Dosage form ¿ suture/solid/parenteral. Strength = 2360 g/m. The product was not returned for evaluation. Visual inspection was conducted on the pictures received. Visual analysis of the two pictures received determined that an opened sample of the product code unknown with the fixation tab broken at two sides could be observed. To seat the fixation tab; pull the device through the tissue to gently seat the fixation tab against the tissue. The fixation tab should be seated above the tissue plane and be visible. Do not exert additional force on the fixation tab. The manufacturing records couldn't be reviewed as the batch number is unknown. No conclusion could be reached as to what caused the reported complaint since the sample was not returned for analysis. Attempts are being made to receive a device. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was being done when the tab broke? (E.g. Found broken in package/ removal from package / during passage through tissue/ post-op, etc.)? What tissue was being approximated or sutured when it broke? Could you please provide lot number? Could you please confirm the device's availability for return? If it's available, please provide the device return status/follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an abdominal closure procedure on (B)(6) 2021 and the barbed suture was used. It was reported that the tab of the barbed suture was broken. There was 5 minutes delay. It was also reported that fragments were generated but removed easily without additional intervention. The procedure was completed successfully. There were no patient consequences reported. Additional information has been requested.